Manufacturer narrative:
One device was received used. Not in its original packaging. Decontaminated. (No observable damage). The complaint was verified. Running three accuracy tests, the pump was found to be high delivering to the manufacturing specifications. "Possible damaging the expulsor's gasket" caused the issue. No action taken to correct the reported problem due to investigation only. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that during patient use, the pump stated the bag was close to empty, upon switching out the bag for a new bag it was found the epidural bag to be completely full; the pump stated it was running, and registered nurse checked connection at the port site to make sure that the tubing was pushed all the way in- which it was. Registered nurse then grabbed a new epidural pump, new tubing and a new epidural bag. Anesthesia came to bedside and gave another bolus of pain medication. Patient was able then to get pain relief. Suspect that epidural pump was faulty as everything else looked ok- and it was stated that it was running, but it was not pulling from the bag. There was a delay in therapy. There was patient involvement and harm/adverse event was reported.